Manufacturer narrative:
Product analysis summary: kinks evident along the hypotube and to the strain relief. A tear was observed at the guidewire entry port. The material at the tear site was protruding upward. Kink evident on the distal shaft. Stretching evident to the distal shaft. The balloon returned deflated. No deformation to the proximal balloon bond. No deformation noted to the distal tip. A 0.015 inch mandrel would not load through the inner lumen due to deformation to the device. No other damage evident to the remainder of the device. Section g all manufacturers contact updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent and one sprinter legend balloon catheter were attempted to be used to treat a moderately calcified, moderately tortuous lesion with 75% stenosis in the mid right coronary artery (rca). The devices were inspected prior to use with no issues noted. Negative prep was performed. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the resolute onyx but excessive force was not used. Resistance was not encountered when advancing the sprinter legend and excessive force was not used. It was reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was not removed, it was crushed against the vessel wall. It was also reported that removal difficulties occurred with the sprinter legend device following balloon inflation. There was an issue removing the balloon from the catheter as it was tight. The physician indicated that the co-pilot clamped down on the sprinter legend and stretched the catheter.  No patient injury reported.

Manufacturer narrative:
Additional information received the vessel dissected due to trying to get the stent removed and the physician stented it in the artery. No intervention was required to remove the sprinter balloon, the stretching of the balloon catheter happened on the way out of the guide catheter/hemostatic valve. The vessel dissection was noted as not related to the sprinter legend device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.